Event description:
Related manufacturer reference number: 2017865-2024-00922. It was reported the patient presented remotely via merlin.net. Transmissions revealed the patient's right ventricular (rv) lead and right atrial (ra) lead had over-sensed noise. The ra lead was reported to have exhibited inappropriate automated mode switch (ams) episodes due to the ra lead over-sensing. Programming changes were made to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported events of over-sensed noise and insulation damage were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve tie impression on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported events was isolated to the insulation abrasion found on the lead.

Event description:
New information received indicated that the right ventricular (rv) and right atrial (ra) leads were explanted and replaced. During the revision, an insulation breach was observed on both the right ventricular (rv) and right atrial (ra) leads. The patient was stable before, during, and after the procedure.